Event description:
A zoll distributor returned battery pack sn (B)(4) indicating that it was unable to power up a monitor.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) was confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to excessively discharged battery cells. The battery output voltage was 0 v. The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack.